Manufacturer narrative:
Other applicable components are: product ID: 3777-45, serial# (B)(4), implanted: (B)(6) 2008, product type: lead.

Event description:
Information was received regarding a patient who was implanted with a neurostimulator (ins) for lumbar radiculopathy and spinal pain. Information was reported that a patient¿s programmer (pp) wasn¿t working even after replacing the batteries (patient services later identified this as an adaptive stim issue). The patient stated on monday she saw a manufacturing representative (rep) and he ¿reprogrammed to give the patient an actual program¿ and everything was fine until she started to have problems with the stimulator because every time she moved, it shut off and sometimes when she didn¿t move it shut off. Patient stated she was standing and stimulation was at 2.1 and she felt no stimulation. Patient also said when she¿s lying down it on 2.1 and a few minutes she doesn¿t feel stimulation so she looks at her pp and numbers are at 2.1 when she didn¿t touch the pp ¿so the numbers were going all over on their own¿. Patient stated the numbers changed on their own on her pp and if she ¿had it on 2.0 it went down to 1.0¿ and when she would try to get back up to 2 again and if she moved a certain way it cut back off again¿. The patient stated every time she moved, she had to change the settings because it was so bad and had to turn off the ins, because stimulation was too high, using the ins recharger as she couldn¿t get the pp controls to work. The patient described seeing a screen that prevented her from pulling up her settings, patient confirmed that she was referring to the ¿turn ins on¿ screen, patient had encountered this when trying to increase stimulation. Patient stated she always had to turn ins off when she is getting things like x-rays done where she lays completely flat because if she doesn¿t it¿s like an electrocution through her back. The patient also stated they had a hard time getting leads in and one curved away from the spine so sometimes it¿s hard to get stimulation up where she¿s wants it because it goes through into the left leg and has always had problems with it because she can bend over a certain way and turn it off (not feel stim) without pressing any buttons and if she stands a certain way with shoulders back she feels stim more and that how sensitive is was. (Patient stated foot/leg was where she felt stim currently and that¿s the for her to feel stim). The patient had several groups with adaptive stim, patient¿s positions were coming up correctly, but the patient complained that amplitude wasn¿t coming up correctly. Patient services attempted to walk patient through lowering stimulation to desired level and having patient stay in desired position to have the device learn new amplitude but this was unsuccessful. The patient stated she has appointment with rep on monday. The patient also reported that she had to tape her pp antenna to her back because she had a bad shoulder, so it¿s hard to reach back to her implant (patient stated her bad shoulder was not device related and was due to a fall a couple years ago and hit her leg when she fell). No further complications were reported. No additional patient symptoms were reported. Additional information: it was reported that the rep had reprogrammed the stimulator and adjusted the adaptive stimulation and coverage is good now. The rep did not know the patient¿s weight. No further information was reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was reported that the patient didn¿t understand how adaptive stimulation works. The rep reset in each position and defined parameters. All issues were resolved.